Event description:
It was reported that a power source alert 07 occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, and the pump began charging, requiring no further assistance.